Event description:
While troubleshooting another issue the field service engineer (fse) found that pinch valve vl4 of the coulter lh 750 hematology analyzer was not actuating. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found that pinch valve vl4 was sticking because it was not actuating properly. The fse replaced the actuator, which repaired the sticking valve. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).